Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the results were within maximum crimped stent profile measurement. A visual and tactile examination of the hypotube found multiple kinks and a break 29.1cm distal from distal end of strain relief. The tip, shaft polymer extrusion, and balloon cones were examined, no other issues were identified during the product analysis.

Event description:
It was reported a shaft break occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, 40 x 2.75mm, de novo target lesion with a significant bend was located in the mildly tortuous and mildly calcified below the knee (btk) vessels. The area was predilated, with 30% stenosis immediately after. A 48 x 2.75mm synergy ii drug eluting stent was advanced with significant resistance, and placed in the anterior tibial artery. It was reported that the shaft of this device broke. The device was removed completely. A second device, a 40 x 2.5mm synergy ii drug eluting stent was then attempted to be used, again resulting in a shaft break. The device was able to be completely removed from the patient. The procedure was completed with a third synergy ii drug eluting stent. No further patient complications were reported and the patient status was stable.

Event description:
It was reported a shaft break occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, 40 x 2.75mm, de novo target lesion with a significant bend was located in the mildly tortuous and mildly calcified below the knee (btk) vessels. The area was predilated, with 30% stenosis immediately after. A 48 x 2.75mm synergy ii drug eluting stent was advanced with significant resistance, and placed in the anterior tibial artery. It was reported that the shaft of this device broke. The device was removed completely. A second device, a 40 x 2.5mm synergy ii drug eluting stent was then attempted to be used, again resulting in a shaft break. The device was able to be completely removed from the patient. The procedure was completed with a third synergy ii drug eluting stent. No further patient complications were reported and the patient status was stable.